Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor cpx 4 breast tissue expander with suture tabs being used in an unspecified breast surgery was observed to have a hole, discovered be the surgeon prior to implantation. There was no report of complications or prolonged surgery. As a result, the device was replaced with like device, catalog # 3549213, left serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On 20-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: during visual evaluation of the device, a tear was observed on the anterior view, measuring approximately 0.4 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of lot 9411957 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-may-2020, mentor became aware that the manufacturer site phone number was incorrect. Entry field has been updated to the correct phone number. Manufacturer¿s reference number: (B)(4).